Event description:
Patient had a total right hip replacement for severe degenerative osteoarthritis in 1995. They had type a bone and was considered "very active." In 2003 patient reported that they felt their hip dislocate while bending. On the third day, surgeon performed an arthrotomy, a removal of the femoral head and revision of fractured femoral stem.